Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one used cadd legacy pump was returned for investigation in good condition. The customer's concern regarding over delivery was unable to be confirmed. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump was found to be slightly over delivering for one delivery accuracy test. The pump expulsor was trimmed in order to bring the delivery into more nominal of a range. The rtc clock battery was replaced as a preventive measure.

Manufacturer narrative:
One cadd-legacy plus was returned in good condition. The customer's concern regarding the over delivering was unable to be confirmed. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The customer's complaint was unable to be duplicated in that the pump was found to be slightly over delivering for one delivery accuracy test. The pump expulsor was trimmed in order to bring the delivery into more nominal of a range. In addition, the rtc clock battery was replaced as per the customers' request.